Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient received a vibratory alert and presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator was shown to be in backup vvi mode. The device was reprogrammed and restored. The patient was stable post event.